Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): device returned but no anomalies were found.

Event description:
It was reported that during the implant procedure, the stylet would not reach the end of the lead (in-vitro). When the lead was removed, the lead appeared to have a curved tip. The lead was not implanted. No patient complications have been reported as a result of this event.